Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that patient faced infusion set leak event on (B)(6) 2024. The leakage was at site. The glucose level was high (specific value unknown) no further information available.